Event description:
It was reported that part of ankle clip is broken from excessive use.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned for inspection. -medical records received and evaluation: not performed as there is no indication the event was related to patient factors -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined the device was not returned. Ncr and CAPA were opened to perform a root cause investigation. CAPA was closed. Corrective action: ncr and CAPA were raised to evaluate the design of the ankle clamp and further investigate the root cause. The CAPA was closed. Root cause description: design review procedure(s), in place at the time of device development were not comprehensive enough to identify all potential failure modes. Not all potential failure modes, including those initiated by forseeable misuses of the device, were identified and mitigated at the time of device development. The material selected was inadequate for designed use. Action description: the design review procedure has been implemented to provide requirements for rigorous design review of all new products. Create a dfmeca and a risk table to identify and mitigate the all potential failures modes. Change the current material to a more appropriate material for the designed use.

Event description:
It was reported that part of ankle clip is broken from excessive use.